Event description:
The pt stated that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. During troubleshooting with a company rep, the plunger was detached from the piston rod. The pt stated she is not connecting the adapter and infusion tubing to her cartridge prior to inserting the cartridge. The pt was advised to do so. She stated that a couple of units of insulin spilled into the compartment and she cleaned it out with a tissue. The procedure for proper removal of the cartridge was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.